Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the duodenovideoscope air and water cylinder and tube, adhesive around light guide lens and distal end had foreign objects. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6, h11. Corrected fields: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "foreign material adhered air/water channel, cylinder, distal end and light guide lens" was caused by reprocessing could not be conducted properly due to leakage from forceps elevator. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.